Event description:
The customer reported that the ortho provue analyzer resulted 2 antibody positive samples as negative. False negative test results can lead to transfusion of incompatible blood. Validation testing was being performed at the time of the incident, preventing erroneous results from being reported.

Manufacturer narrative:
No definitive root cause was determined. The customer repeated testing on the analyzer using a new sample from the same pt and obtained positive results as expected, the second sample was not tested. Therefore, service was not required. This customer has not logged any complaints against this analyzer since this incident.